Manufacturer narrative:
At this time, the exact cause of the event is unknown and currently under investigation. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that at least one of the buttons has broken off of the device arms. Additional information has been requested but has not been provided.

Manufacturer narrative:
Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The device was manufactured at the new west lab. The case order for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product was not returned to the complaint handling team. However, it was reported that a device was returned and inspected by w. Friebauer (director - r&d). It could not be determined which customer the device belonged to. Refer to the attached email "fw endsnorz photos" for the inspection results. Root cause description. Refer to the attached email "fw endsnorz photos" for the root cause. Manufacturer reference: (B)(4).